Event description:
(B)(4). Previously reported pain in r hip investigated via MRI, found to have two lesions at the r hip joint.

Manufacturer narrative:
This event will be updated when investigation is complete.

Event description:
(B)(4). Previously reported pain in r hip investigated via MRI, found to have two lesions at the r hip joint. Findings most consistent with particle disease as a result of primary hip implant. Participant was revised in or on (B)(6) 2018 (or report lists pseudotumor and corrosion as diagnosis) all components of implant were removed. Participant was discharged on (B)(6) 2018. (B)(4). Pain.